Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, oversensing due to noise resulting in inappropriate mode switch was observed on the right atrial (ra) lead. Noise was reproduced during provocative testing. Ra lead insulation damage is the suspected cause of the event. The ra lead was capped and replaced. The patient was stable.